Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. New battery did not resolve the issue. The insulin pump had frozen display. Customer stated that numbers were ramping on their own. The scroll bar was not moving with no input. The insulin pump was not turning off. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error 25, low battery alert, power loss alarm, was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. No unexpected frozen display, keypad unresponsive noted during testing. Unit passed self test. Unit received with pillowing keypad overlay.